Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker was interrogated before an implant procedure and a red warning screen appeared on the programmer, indicating the device was operating in safety mode. A new device was prepared and the implant procedure was completed successfully. No adverse patient effects were reported. The first device will be returned for laboratory analysis.

Event description:
It was reported that this pacemaker was interrogated before an implant procedure and a red warning screen appeared on the programmer, indicating the device was operating in safety mode. A new device was prepared and the implant procedure was completed successfully. No adverse patient effects were reported. The first device was returned for laboratory analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.